Manufacturer narrative:
(B)(4). 2 devices were received for evaluation. Method; 10-testing of actual or suspected device- 2 devices. Result; 114- operational problem 1 devices. 213- no device problem found 1 devices. Conclusion; 67-user error ¿ 1 devices. 4315-caused not established 1 devices.

Manufacturer narrative:
(B)(4). Date sent: 1-29-2020 of the 13 device(s) reported (was previously 14 devices but one file was downgraded to a not reportable file) , a total of 1 device(s) were received for evaluation. Lot numbers: n92a4w 2579-failure to form staple-1 device method; 10-testing of actual or suspected device- 1 device result; 213-no device problem found- 1 device conclusion; 4315- cause not established - 1 device.

Event description:
This report summarizes <noe> 13 </noe> malfunction events involving a total of 13 actual devices for clip formation. These events occurred during use by a healthcare professional. Of the 13 events, patient demographics were reported in one event, which was the patient age. One patient age 44.

Manufacturer narrative:
(B)(4). Of the 14 devices reported, a total of 8 devices were received for evaluation. Lot# r95548; t92l05; t92z6d; r9350g; r40p1m ; r93t7t; t9300n, t40c4t. (B)(4).

Event description:
This report summarizes <noe> 14 </noe> malfunction events involving a total of 14 actual devices for clip formation. These events occurred during use by a healthcare professional. Of the 14 events, patient demographics was reported in one event, which was the patient age. One patient age (B)(6).

Manufacturer narrative:
(B)(4). Corrected data. Additional information was received: the device itself was unable to be closed (for 1 device). Upon review of the information provided, it was concluded that this event no longer meets the FDA defined criteria for a reportable event and is being considered not reportable (for 1 device/1 event). This report summarizes <noe> 13 </noe> malfunction events involving a total of 13 actual devices for clip formation. These events occurred during use by a healthcare professional (is now 13 devices, not 14 devices as previously reported). MDR decision is now not reportable for this event. Device code 2579 -failure to form staple-is now 13 devices. Method code 4114- device not returned is now 5 devices. Result code 3221- no findings available is now 7 devices. Conclusion code 4315- cause not established is now 7 devices.